Event description:
The blade broke during use and was retrieved from the surgical site.

Manufacturer narrative:
During a total hip procedure, as the surgeon was in the body cavity making an incision, the blade broke and fell into the surgical site. The piece was retrieved by the surgeon. The blade was returned in two pieces. We have not been made aware of any injury resulting from this incident. This blade is a component in a customer surgical pack. The device is a bard-parker stainless steel blade from aspen surgical products. They have been notified of the incident. As the manufacturer of the device, they will make the determination if any corrective action is required.